Event description:
It was reported that this pacemaker exhibited far field oversensing on the atrial channel. The health care professional (hcp) reported that patient was symptomatic but no further details were provided. Reprogramming options were discussed. No adverse patient effects were reported. At this time, this device remains in service.